Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. Concomitant medical products and therapy date: detail of product: item #: 01.00405.218, item name: revitan, distal part, straight, uncemented, 18/200, lot #: "unknow." The manufacturer did not receive x-rays, or other source documents for review. "He" manufacturer did not receive the device yet; however, it is indicated by complainant that it will be returned for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to implant breakage.

Event description:
This product was now moved to associated device and this medwatch report will be invalidated. The event will be further reported under 0009613350-2018-01143.

Manufacturer narrative:
This product was now moved to associated device and this medwatch report will be invalidated. The event will be further reported under 0009613350-2018-01143. Zimmer biomet¿s reference number of this file is (B)(4).